Event description:
Patient was found fallen out of his bed with his arm trapped in the side rail by his wife. His son was able to get his arm out of the rail and contacted the non emergency fire department to get him back into the bed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).